Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their dxc 800 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided initial results for two patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro clinical chemistry analyzer and identified the failure mode as sodium electrode and ratio pump. The fse replaced the sodium electrode and ratio pump to resolve the issue. Patient age, weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).